Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised that the pump could continue to be used and to call back if any issues arise again.